Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years and 9 months. The subjec device was replaced with an edwards bioprosthetic valve. Based on the follow-up with the health-care provider(hcp), the explant was patient related and not related to any device malfunction or quality deficiency. Despite repeated attempts, the hcp did not provide the reason for the explant. The subject device has been discarded. No other details reported.

Manufacturer narrative:
Device not returned. Unfortunately, the subject device has been discarded by the health-care provider, therefore, the device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Additional information (e.g. Operative report, discharge summary) was requested but was not provided by the hcp. The valve was explanted for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case per the hcp, explant wa spatient related and not related to any device malfunction or quality deficiency. No further actions are possible with the available information.